Event description:
It was reported that the patient had a low impedance alert upon interrogation. When system diagnostic tests were performed, the patient¿s impedance was normal. The patient had also reported a slightly higher frequency and slightly more severe seizures. The patient was referred to as a twiddler, indicating that they may manipulate the generator. X-ray images were seen. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. Pin insertion, the feed through wires, and the lead wire continuity appeared normal. The lead was observed in the neck and chest. Sharp angles in the lead were noted at pin insertion in the generator, and the lead appeared twisted after the strain relief loop as well. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. Based on the images provided, the low impedance is likely caused by the sharp angles or twisted lead. No additional information has been received to date.

Event description:
Programming history was received and reviewed. The impedance has fluctuated between high, normal, and low impedance for the past three months. No additional information has been received.